Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing worsening heart failure. Upon review, the left ventricular (lv) lead exhibited high pacing thresholds and loss of capture. In addition, a spike in pace impedances occurred. The impedances rose from around 600 ohms to 2242 ohms. The lv lead was surgically abandoned and replaced. The cause of the observations is unknown. No additional adverse patient effects were reported.